Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note : customer contacted manufacturer on 19-may-2021 - customer stated she had obtained a replacement meter (same brand) from the pharmacy. Customer had not yet received the replacement meter sent by manufacturer. Note : manufacturer contacted customer in a follow-up call on 24-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the meter obtained from the pharmacy had resolved the initial concern and that she would use replacement meter sent by manufacturer as a backup.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 92, 93, 91, 79 and 37 mg/dl. The customers expected am fasting blood glucose test result range is 92-120 mg/dl and expected pm fasting blood glucose test result range is 103-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 149 mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturers expiration date is 06/21/2022 and test strips were opened two-three weeks prior to call. The meter memory was reviewed for previous test result history (time not set): result 1: 92 mg/dl date: (B)(6) 2021, time: 10:36am fasting. Result 2: 93 mg/dl date: (B)(6) 2021, time: 10:27am fasting. Result 3: 91 mg/dl date: (B)(6) 2021, time: 10:25am fasting. Result 4: 79 mg/dl date: (B)(6) 2021, time: 10:23am fasting. Result 5: 37 mg/dl date: (B)(6) 2021, time: 10:22am fasting.

Manufacturer narrative:
Sections with additional information as of 27-jul-2021: h10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.